Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-apr-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station drawer had failed. A field service engineer walked customer through opening, closing and drawer and clearing out any jam, to resolve this issue. The system functioned as intended after being assessed by the field service engineer.

Event description:
It was reported by the customer that bd pyxis¿ medstation¿ es had drawer failure as the main hh cubie drawer 1.1 was not opening all the way, which caused some cubies at the end to sometimes fail to open. Nurses were not able to pull out medication butrenorphine for patients. The med was greyed out when trying to remove for the patient. Clicking on the greyed out med, application reported that the reason was that the med was in a failed storage space. The fse, walked user through drawer recovery process and confirmed they were able to remove the med afterwards. There were no adverse events or injuries reported based on this incident.